Event description:
It was reported that during implant the atrial lead could not be inserted into the atrial port of the pulse generator connector. The lead was not used and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.